Manufacturer narrative:
Continuation of d10: product ID a820; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the ptm (personal therapy manager) lagged when it got to 90%. No specific timeframe was given, but just that it had gotten worse over time. The agent reviewed how to clear the pds (patient data service) data.